Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event was detached on the tip electrode. One 5f flow directed straight tip temporary pacing lead and a syringe were rec'd for eval. The tip electrode was removed and inspected and tested for continuity revealing no resistance value. The measured dimension was within specification. This confirmed that while the distal wire was attached to the tip electrode at one time, it had since become detached from the tip. An open circuit was confirmed on the tip electrode. It was unclear how or at what point the wire became detached from the tip electrode ID. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.

Event description:
It was reported that the catheter appeared to have an open circuit.